Event description:
Boston scientific received information that the left ventricular (lv) pacing impedance measurement at the implant procedure was 606 ohms. Two days post implant, a health care provider (hcp) reprogrammed from tip to coil, resolving the diaphragmatic stimulation the patient was experiencing. Approximately two months later, the lv pacing impedance measurement was 1,223 ohms. Threshold measurements had reportedly slightly decreased. Technical services discussed recommendations. The hcp was to continue to monitor the lv lead. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.